Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized on (B)(6) 2018 due to a blood glucose value of 250 mg/dl. The customer stated he thought the system gave too much insulin and that's what caused the hospitalization. No troubleshooting was performed because the customer declined. The customer stated he will speak to his healthcare professional. Nothing will be replaced or returned.